Manufacturer narrative:
Device manufacture date: december 2020. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Healthcare professional reported an inconsistent pressure of the slider and got stuck against thexen®45 gts during attempted placement in the right eye. Surgery was completed with a back-up device and there was no eye injury.